Manufacturer narrative:
Conclusion of investigation awaiting completion of investigation.

Event description:
User reported that a roller pump abruptly stopped during a case and the user was unable to restart. User reported a "strange noise" before it stopped. Pump stop is considered reportable. Patient was not harmed.